Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8 590-1, lot# n170536, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that the last time the patient had an MRI, it took over two hours to get it started again. It was noted that this occurred over three years prior to report. No therapy or device allegations were reportedly made regarding the status of the pump at the time of report. The pump was reportedly delivering baclofen at that time.